Manufacturer narrative:
Internal file number - (B)(6). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported mechanical issue appears to be due to the reported use error as the user deviated from the IFU. Per the intended use section of the mitraclip system IFU, the user is expected to lock the clip post lowering the grippers onto the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtr was advanced and grasping was achieved, however the clip failed to establish final arm angle. Final mitraclip positioning, while lowering the gripper arms, was initiated in the locked position. The clip was not deployed and the device was removed. The procedure was completed with a new device, successfully reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.